Event description:
Pt with uti with septic shock and septicemia requiring levophed for support. Pt began having seizures and was intubated on second day of admission. Pt continued to decompensate. On third day of admission, a medication error occurred due to programming error. Pt received a severe overdose causing svt that was cardioverted quickly. Pt was critically ill and a decision had been made to discontinue aggressive support prior to med error.